Event description:
Caller reported cgm error 42 linked to their device. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted the caller through the process, successfully resolving the issue as the cgm error code did not reappear and the caller was able to start their sensor session.